Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 23aug2019. The unit was evaluated by philips technicians and the reported issue was confirmed. The touchscreen was returned to field investigation (fi). Fi concluded that due to the damage to the touchscreen, the touchscreen cannot be calibrated. No further testing required. The unit was repaired by replacing the touch screen. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the touch screen of the ventilator could not be calibrated. There was no patient involvement.